Event description:
It was reported that the box from ethicon arrived damaged. The sterility was broken on the instrument inside. No procedure was performed, the device just arrived.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.